Event description:
The technician alleged that the siderail was not staying in a secured position.

Manufacturer narrative:
The technician replaced the siderail latch, nuts and bolts and end tube to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.